Event description:
It was reported by the customer that a pyxis medstation es system is not turn on. The customer stated that they were unable to remove medication and there was delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined component not available on this device in drawer 2.1. A field service engineer replaced drawer board and retractor band to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.